Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it did not find any related events that indicated and/or contributed to the reported issue. The actual device evaluation was completed. A visual inspection was conducted and at power up, it was noted that the display was distorted due to a damaged liquid crystal display. The reported event could not be verified as the device was determined to be out of specification for the display issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345. It was also reported that "no known issues during patient therapy. Issues where discovered during in house testing."